Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was implanted in the right internal jugular vein. An alleged leak was noted where the plastic meets the catheter polymer during infusion. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Additional information received from the complainant on 8/21/2018, associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Mw5078523.

Event description:
It was reported that the catheter was implanted in the right internal jugular vein. It was reported that the catheter was difficult to flush and infuse through the white lumen and reportedly developed a hole in the white lumen while flushing, the alleged leak was noted where the plastic meets the catheter polymer during infusion. The device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that the catheter was implanted in the right internal jugular vein. It was reported that the catheter was difficult to flush and infuse through the white lumen and reportedly developed a hole in the white lumen while flushing, the alleged leak was noted where the plastic meets the catheter polymer during infusion. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one hickman 10f t/l catheter was returned in two pieces. Visual inspection identified a c-shaped split just proximal to the trifurcate on the blue luer lumen. Therefore, the investigation is confirmed for an external burst without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one hickman 10f triple lumen catheter for evaluation with two unknown clamps. A longitudinal split was noted on the blue luer catheter extension. The split was consistent with a catheter burst, therefore, the investigation is confirmed for a catheter burst. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleaning. Expiration date: 10/2022, PMA/510k, and device codes.

Event description:
It was reported that the catheter was implanted in the right internal jugular vein. It was reported that the catheter was difficult to flush and infuse through the white lumen and reportedly developed a hole in the white lumen while flushing, the alleged leak was noted where the plastic meets the catheter polymer during infusion. The device was removed and replaced. There was no reported patient injury.